Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had a groshong catheter implanted on november 11, 2020. Leakage was found at around 36cm marker (the catheter was secured at 37cm marker ), so that exchanged the catheter on (B)(6) 2021. There was no reported patient injury.